Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer was instructed to load a new cartridge to resolve the issue. Customer¿s blood glucose (bg) level was 525 mg/dl. Customer administered a manual injection to address their bg level.